Event description:
It was reported that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right distal superficial femoral artery (sfa) and proximal popliteal artery. The patient developed claudication symptoms 9 months later. Approximately 18 months after the index procedure, the patient's right distal sfa and proximal popliteal artery was reportedly reoccluded due to a thrombosis. A revascularization was performed involving additional drug coated balloon angioplasty. The patient's symptoms of claudication were resolved. The investigator assessed that the event was possibly related to the study device and procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.